Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s infection could not be conclusively determined. Additionally, a direct correlation between the device and the reported stroke could not be conclusively established. Review of the submitted log files captured the pump functioning as intended. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) lists infection and stroke as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU provides information regarding the recommended anticoagulation regimen and international normalized ratio (inr) values. Several sections of the IFU and patient handbook also provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1, brand name: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the source of the sepsis was the driveline with cultures identified as staphylococcus aureus methicillin susceptible. The patient was treated with antibiotics and the sepsis resolved. Blood cultures returned negative. As of (B)(6) 2024, the patient was hospitalized.

Manufacturer narrative:
H6: health effect - clinical code corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the patient came into the emergency room with symptoms of changes to peripheral vision. Computed tomography (CT) was performed, and the patient was diagnosed with hemorrhagic stroke. The patient continued to be on coumadin, and it was unknown of there was patient condition or change in anticoagulation that could have contributed. The plan was to continue tight international normalized ratio (inr) goals and monitor for bleeding and neurological changes.

Event description:
It was reported that the patient presented to the emergency department (ed) hypotensive and fatigued. The log file captured 121 pulsatility index (pi) events. There were no other unusual events recorded in the log file event history. The cause of the patient's symptoms was a septic shock and they were started on pressors and antibiotics. The patient was then admitted to the intensive care unit.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.